Event description:
A ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at the third-party service center, a "service required" code was found in the ventilator's downloaded error log. The device's oxygen blending module board and oxygen blending module gasket were replaced to address the issue.

Manufacturer narrative:
The manufacturer previously submitted MDR report with the date missing from section g-3. The date has been added to section g-3 in this report as 01/26/2021.

Manufacturer narrative:
The manufacturer previously reported information that a ventilator had a "service required" code in the ventilator's downloaded error log and the device's oxygen blending module board and oxygen blending module gasket were replaced to address the issue. During further evaluation of the device at the third-party service center, the device failed steps during testing. The device's sensor board was replaced to address the issues.

Manufacturer narrative:
The manufacturer previously reported a ventilator had a "service required" code in the ventilator's downloaded error log and the device's oxygen blending module board and oxygen blending module gasket were replaced to address the issue. The device also failed steps during testing and the device's sensor board was replaced to address the issue. In addition to the above information, the device failed additional steps during testing. The device's oxygen blending module manifold was replaced to address the issue.